Manufacturer narrative:
Correction to g2 to add the foreign country austria. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material entered adhered to the elevator due to improper reprocessing and it is likely that the cover was cracked due to stress. This foreign material was likely present because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with the subject device instructions for use (IFU). The root cause of how the foreign material remained on the device or how undue stress was applied, could not be determined. The following is included in the IFU and may help detect or prevent the event: ¿precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
During a standard inspection of a customer returned asset, the scope was found to have foreign material lodged under forceps raiser. The customer did not report any device issue and there was no patient/user injury or harm reported to olympus. This report is being submitted to address the foreign material found during evaluation, which is indicative of improper reprocessing.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The scope was returned to the regional repair center (rrc) for evaluation. There was mechanical damage found at the insertion tube unit. The scope cover was found broken resulting in the distal end insulation test failure. There was also several non-critical findings on the scope body. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.